Event description:
During an implant procedure, episodes of inadequate capture and p-wave amplitude variation were observed on the atrial lead. The lead was repositioned multiple times but was ultimately explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of unacceptable threshold and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies.